Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And exchange from textured to smooth, due to the patient¿s concern of the product. Device was implanted after expiration date. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth due to the patient¿s concern of the product. Device was implanted after expiration date. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Use error-breast: observed that the device was used when expired per information provided of implant date and expiration date of the device. No additional observations are performed.